Event description:
During wrap portion of laparoscopic nissen fundoplication, endostitch needle broke in half while stitching the stomach. Needle broke in half. Surgeon had to open pt abdomen and resect portion of stomach to remove the needle. Reported (B)(4) 2013 to covidien.